Event description:
Information was received from a patient who was receiving morphine and baclofen via an implantable pump for spinal pain. It was reported that "about a year ago" the managing physician thought there was something wrong with the pump/therapy. The caller stated that when the patient tried to aspirate cerebrospinal fluid (cfs) out of the port nothing was able to be aspirated. It was noted that every now and then, when the patient would bolus, he would get numb on the right side of his body. The caller stated that he could follow the numbness from the pump to the catheter. The caller stated that the doctor was not sure if the catheter had come loose from the pump or if there was a leak, but they are going to be replacing the pump and the catheter. The day before halloween, the patient had to go to the emergency room and it was determined he was going through morphine withdrawal; the patient experienced physical pain, he was achy, had nausea, vomiting, light headedness, and felt like he was losing his mind. The patient was later admitted to the hospital with vertigo. He was prescribed oral morphine and vicodin and sent home on (B)(6) 2021. It was noted that the patient's ability to bolus was turned off.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 additional information was received from the patient, via a manufacturer representative (rep). The patient called and reported their stimulator was dislodged and not delivering medication. The patient called in on (B)(6) 2021 and "reported a pump issue and an ins issue, and then later clarified the ins issue which did not have an allegation of implantable neurostimulator migration/dislodgement. The rep later confirmed/clarified the complaint in regards to scs and did not note anything about scs/ins/lead migration."

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient reporting that in 2022 they removed the patient's system at hospital. Patient mentioned he went with a different manufacture for his current pump.